Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was not diagnosed with endocarditis. Heart failure was a chronic condition and was not a new diagnosis. The patient was discharged approximately one month following the onset of cardiogenic shock. Cardiogenic shock resolved.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year, eight months following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and showed moderate transvalvular aortic regurgitation (ar). Approximately two months later, cardiac magnetic resonance imaging was performed and showed the moderate transvalvular ar remained. Approximately two years and five months following the valve implant, dyspnea on exertion was reported. Acute decompensated heart failure and moderate ar and moderate paravalvular leak (pvl) were observed. A computed tomography angiography and heart catheterization were performed with noted high filling pressures. Medication was administered and the symptoms improved. No further treatment was required. Additional information was received that approximately nine years, eight and a half months following valve implant, the patient underwent a laparoscopic cholecystectomy (surgical removal of the gallbladder). Following the surgery, the patient reported increased dyspnea on exertion, fatigue, and loss of appetite. The patient's pulse was obtained while at home, beats per minute (bpm) was noted to be in the 40bpm range. Subsequently, the patient presented to the clinic. Upon assessment, the left ventricle ejection fraction was found to be severely depressed. Blood values were obtained and showed elevated troponin. Increased premature ventricular contractions and short runs of ventricular tachycardia were observed. The day after admission, the patient was shifted to the intensive care unit and bilevel positive airway pressure was initiated. Diuretic medication was administered; however, respiratory status worsened. Two days after admis sion, the patient converted to ventricular tachycardia. The patient was emergently intubated and brought to the cardiac catheterization loaboratory for rhc/ selective coronary and graft angiography and possible placement of an intra aortic balloon pump. The patient was administered antiarrhythmic medication via intravenous therapy and remained intubated. Per the physician, the medtronic valve may have contributed to the cardiogenic shock.